Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095170.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. On (B)(6) 2020, the patient noticed a skin reaction. The reaction was described as an itchy rash with raised bumps and pus and in the shape of the sensor patch. Two weeks after the first sensor was removed, the skin remained dry, rough and discolored. The patient reported she had developed scar tissue (rough, discolored skin for more than one month) at the skin reaction site. The patient was evaluated by a dermatologist who prescribed triamcinolone acetonide and recommended barrier products. The patient has tried various barrier products in combination; however, the skin reactions continue to occur. No additional patient or event information is available.